Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge fit issue was verified after inspection of the pump. The alleged cartridge damage issue could not be verified as the cartridge was not returned. The alleged cartridge change error was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred during the load sequence. During troubleshooting with tandem technical support, an o-ring was found from a previous cartridge on the pneumatic tap. Customer inadvertently removed a rubber gasket instead of the o-ring which resulted in the cartridge not fitting properly. Customer's blood glucose was 175 mg/dl. Customer reverted to using manual injections for insulin therapy.